Event description:
It was reported that the patient's left ventricular (lv) lead had a history of a high pacing impedance and loss of capture. The patient presented at clinic for a lv lead revision and the lead was discovered to be fractured. On (B)(6) 2025, the lv lead was capped and successfully replaced. The patient remained stable throughout the procedure.